Event description:
It was reported that during implant the helix would not extend for the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned, analyzed and the helix was distorted/bent. It was also noted that the distal electrode was covered in blood, the exposed defibrillation superior vena cava (svc) coil was distorted from being pulled/stretched/overstressed, and there was apparent implant damage. (B)(4).